Event description:
It was reported that pump battery drained quickly. There was no reported impact to the customer¿s blood glucose level. Customer was out of warranty and was in process of obtaining new device, customer support updated internal case details, attempted follow-up by phone, sent follow-up email, and planned to close complaint, and no additional information was received regarding the final outcome of the event.